Manufacturer narrative:
Result: there was no visual damage to the exterior of the pump. The connections on the inside were checked and all connections were intact. There was no visual evidence of burnt wire or components. The image below is a picture of the serial number on the pump. Conclusion: the compliant has been evaluated. The complaint indicates that when the pump was connected, it made strange noises and did not work. In addition a burning smell was observed. Evaluation of the returned pump revealed that upon powering on, no vacuum pressure could be created. The fan inside the pump was the only thing on. The pump did not work properly; however, the burning smell reported in the complaint was not observed during the functional test. The root cause of this complaint cannot be determined. The manufacture of the penumbra aspiration pump is an outsourced process. Penumbra's supplier quality has been notified. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
(B)(4).

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220. During the procedure the physician turned on the aspiration pump max 220 and it would not work. It began making noise and emitted a burning odor. The aspiration pump max 220 was not used and the physician successfully removed the thrombus using a syringe.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.